Event description:
The report received indicated that, the proximal end of a cypher stent was partially expanded ,as it was taken out of the packaging. The product was not used in the patient.

Manufacturer narrative:
This device has been received; analysis is in progress. Additional information will be submitted within thirty days upon receipt.